Event description:
Additional information received reported that the lead replacement was done today. The patient was groggy when the manufacturing representative (rep) called his room to check on him post revision, as he was an inpatient, which was normal for the doctor with laminectomy lead. Good lead placement was achieved but stimulation was not going to be turned on until tomorrow evening. The following day, it was reported that the patient got perfect coverage with his new lead. The patient was doing great.

Event description:
It was reported the patient had a lead fracture and was waiting for a lead revision schedule. The patient had the stimulation turned to 0 volts and off and wanted to know when he would reach the overdischarge state. The patient was programmed to 450 pulse width, 60 hertz, 2 anodes and 1 cathode and to 450 pulse width, 60 hertz, 1 anode and 2 cathodes. No outcome and no symptoms were provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient cancelled the revision. The revision was scheduled for (B)(6), but he had to cancel his revision because his wife had taken ill. He was ok and he was pursuing a paddle lead when he could have a revision. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the lead revision, for a new paddle, was scheduled for monday (B)(6) and 10:00. The manufacturer representative received the appointment at the time of the report. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the cause of the lead break was a fall by the patient. The patient met with the manufacturer's representative on (B)(6) where maintenance of the battery was discussed. The patient was considering a revision but none had been scheduled. The patient was reported as doing fine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).